Event description:
Allegedly the patient was revised due to mom complications: metallosis. Head and shell were removed and replaced with a stryker shell with screws. Our femoral head (28+7) was put in a dual mobility liner. Cultures taken.